Event description:
A care giver (cg) sent an email to report that when a cassette was hooked up to the bag it leaked. A follow up was done via phone. The cg reported that he connected the solution bag to the cassette and noticed a leak. There was patient involvement, but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.